Event description:
It was reported that the ilet user experienced hyperglycemia after a large dinner, with continuous glucose readings reaching a peak of 391 mg/dl and a horizontal trend, despite insulin on board and no observed leaks or kinks, leading to a supply and infusion set change and subsequent glucose improvement. Symptoms included hyperglycemia, dizziness, and a bitter taste. Outcomes included the need for troubleshooting and education regarding algorithm-driven corrections and site integrity. Investigation included a review of user-reported glucose trends, insulin on board, infusion site assessment, and device use counseling. Investigation of this case revealed that the hyperglycemia resolved after changing the infusion set and supplies, and no device malfunction was observed. It was concluded that the event was consistent with hyperglycemia of unclear cause, with contributing factors possibly including early adaptation to the algorithm and infusion site performance. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.